Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an ipg explant procedure and the explanted ipg will not be returned. No further information could be obtained despite good faith efforts.